Event description:
It was reported that the customer had difficulty charging the pump battery. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.